Event description:
It was reported that a patient with this electrode had received an inappropriate shock. Oversensing of noise and fluctuations in morphology were seen in both treated and untreated episodes. At this time, no changes have been made and the electrode remains in service. No adverse patient effects have been reported. This event will be updated when a revision procedure is performed.